Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation with a mini cap on the dark blue connector and the white twist clamp was in the closed position. A visual inspection with naked eye noted broken occlude feet on the main body. Functional testing including clear passage testing was performed with no issues noted. Leak testing and clamp function testing revealed a flow through the transfer set with the twist clamp in the closed position. The reported condition was verified. The cause of the crack/damage could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the twist clamp of a peritoneal dialysis (pd) transfer set was cracked. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.